Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensory system test, excessive no delivery test, and displacement test. The low reservoir alarm feature was working properly. Unit received with cracked case at battery tube threads, reservoir tube, and reservoir tube lip. Unit received with minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's nurse reported via phone call that the customer was involved in a motorcycle accident and was hospitalized on (B)(6) 2015. She landed on her back and on the insulin pump. They were unable to load the insulin pump. The insulin pump failed and caused the accident. Customer had a high blood glucose level of 345 mg/dl. She was wearing the insulin pump at the time of the emergency room visit. Her blood glucose level was not going down. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.